Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have cracks at display screen corners. Customer does not know how damage occurred. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.